Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to implant. The lead was not used and replaced. The patient was in stable condition throughout the procedure.